Event description:
It was reported to philips that the device experienced a power supply failure. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced a power supply failure. There was no patient involvement. The customer worked with the technical support representative. The customer verified it was the ac power module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. However, since the device was not under warranty they refused servicing no further investigation or action is warranted.